Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation after the patient has fallen, occurred (B)(6) 2019. Humeral stem and humeral cup were removed and replaced by a long humeral stem and a humeral cup. Primary surgery occurred (B)(6) 2018.